Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's oxygen blending module board and interface board was found to be defective and needs to replaced to address the issue.